Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019. The customer's blood glucose value went up to as far as 730 mg/dl at the time of incident. Customer has been having issues with no delivery but it only occurred every once in a while. Customer had been on the pump for barely 48 hours after having back surgery. Customer was in emergency room and was treated with the pump and with insulin drip as well as injections. Customer was unable to complete carelink upload. Customer declined any further troubleshooting for no delivery. The devices will not be returned for analysis.